Event description:
Additional information received from the patient indicated that the patient had no change in activity level and was not sure what caused the return of urinary symptoms and the movement of the lead. The patient stated that they will be having surgery on (B)(6) 2016 to correct the moved lead.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va101xa, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va101xa, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and had a return of symptoms that included wetting the bed. This occurred suddenly and the patient noticed the initial change in (B)(6) 2016 and her symptoms became worse in (B)(6). There were no falls or traumas and she was at the same setting since implant when she noticed the changes. She increased the setting, but that didn¿t make any difference. Her healthcare provider directed her to switch programs, however that didn¿t help. They even had her turn therapy off for a while. The patient saw her healthcare provider two weeks prior to (B)(6) 2016 and received hydroxyzine, however when she started that medication she had to start catheterizing again. At the same appointment, she received x-rays and was told that the lead wire had moved. She saw a manufacturer representative for reprogramming on (B)(6) 2016 and her healthcare provider directed her to stop the medication until (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.